Event description:
It was reported a synergy intraocular lens (iol) was explanted from the patient's right (od) eye because the patient reported of seeing halos during a post-operative exam. There was no additional surgical intervention performed during the secondary procedure. Another johnson & johnson zct150 lens (different model and same diopter) was implanted as a replacement. There was no patient injury. Reportedly, the patient is fully recovered. No further information is available.

Manufacturer narrative:
Weight and ethnicity ¿ unknown/asked but unavailable. Date of event: exact date unknown/not provided. The best estimate date is between (B)(6) 2021 and (B)(6) 2022. The intraocular lens (iol) has not for evaluation; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: return to manufacturer: 3/10/2022 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint product revealed that the lens was received cut into three pieces and one of the pieces is missing. Based on the condition of the lens, no further product evaluation could be performed on the lens. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.